Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Pump received with cracked lcd window, broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the battery life was diminished very quickly and screen was crack on the left side of the screen and plastic on the screen was broken as well. No harm requiring medical intervention was reported. The device will be returned for analysis.